Event description:
Outbound; patient reports no disposable alarm with both cadd legacy pumps serial numbers (B)(4) and (B)(4), had 87 ml reservoir volume at time of alarm with cadd cassette 100 milliliters with flow stop. Cassette lot number 4227746, expiration date: 11/25/2026. Used different cassette and started pump with no further alarms. No further details provided.